Manufacturer narrative:
Concomitant medical products: 310c29, valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. It was also noted there was intermittent right atrial (ra) lead undersensing on stored electrograms (egm). The leads remain in use. No patient complications have been reported as a result of this event.